Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("one of the essure® micro-inserts had perforated her uterus and small bowel") and uterine perforation ("one of the essure® micro-inserts had perforated her uterus and small bowel") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), pyrexia ("fever") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (underwent a laparoscopic salpingotomy). Essure was removed on (B)(6) 2011. At the time of the report, the intestinal perforation, uterine perforation, dysmenorrhoea, menorrhagia, pyrexia and abdominal pain was resolving. The reporter considered abdominal pain, dysmenorrhoea, intestinal perforation, menorrhagia, pyrexia and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirmed full occlusion of fallopian. Company causality comment : incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.